Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Patient has not been scheduled for surgery yet due to unrelated ongoing health conditions. Further information was requested, but not yet available.